Event description:
Reporter indicated that a vns patient had been sent for surgical consult following "high lead impedance" results on a diagnostic test. It was also reported that the patient's seizures had increased and that no trauma or manipulation of the device had occurred. Revision surgery is likely. Attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected.